Manufacturer narrative:
The returned clamp was found to be in very good condition with no apparent physical damage. The clamp is of the new design that will not allow the attachment screw to be backed out completely. As a result, the screw feels loose with the clamp opened to its fullest but easily threads back into the base to close the clamp. The returned clamp functions as intended. No problem/failure found. Other relevant device(s) are: product ID: 9 734715, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site informed that the clamp was difficult to tighten down. This occurred intra/peri-operatively with no delay to surgical time. There was no reported impact on patient outcome.